Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with arm movements. There were no other electrical anomalies. No intervention was performed. The patient was in good condition.